Event description:
It was reported that a malfunction alarm identified as malf 3 occurred, and the fault ID 3-x2076 was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use multiple daily injections (mdi) as backup therapy while technical support arranged to replace the non-warranty pump. The customer was instructed to put the pump into storage mode and return it with a prepaid label within 10 days, which they understood and acknowledged.